Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented complaining of a syncopal attack. Review of the fluoroscopy revealed the tined rv lead dislodged. While repositioning the lead, multiple tines were found to be broken. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of lead damage was confirmed in the laboratory. A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.